Event description:
Boston scientific crm received information that this coronary sinus lead exhibited one pacing impedance measurement of >2000 ohms. No noise was noted on the lead, and all other lead measurements were within normal range.

Manufacturer narrative:
Technical services discussed a potential lead problem or connection issue. The clinician reported that the physician plans to continue monitoring the lead. No adverse patient effects were reported. The lead remains in service without further complication.

Manufacturer narrative:
The lead was explanted over (B)(6) years later unrelated to the allegation in this event. The lead was returned for analysis. Visual observation noted the lead was severed 216 mm from the terminal pin and only the proximal segment was returned. Blood/body fluid was noted in the lumen. Electrical testing passed with this returned portion. However, the field allegation could not be confirmed through analysis.